Event description:
Had ect treatment, subsequently attempted suicide, lost ability to walk, significant memory loss. All other pts who received ect at same time I did had permanent retrograde amnesia. FDA safety report ID# (B)(4).